Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, subacute thrombosis occurred. The pt had an unknown sized taxus express2 drug eluting stent implanted to treat an unknown lesion. Ten days later, the pt presented with chest pain and thrombosis was discovered. The pt was taking plavix and had been given anti-coagulants as typically prescribed. The thrombosis was treated with angioplasty utilizing and unknown type balloon. There were no additional complications noted. The pt's current condition is reported as "fine". Additional info was requested, but is not available in regards to this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.